Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device dilator was inserted into sheath and then introduced into the vessel but was not possible. The puncture was good, and the introducer sheath was inserted without any problems. No patient harm. Additional information was received on 23 aug 2023: the procedure performed was an electrophysiological intervention using a 6 fr sheath. A pre-deployment angiogram was not performed. Hemostasis was achieved by manual compression. Estimated blood loss was less than 250 ccs. The patient is stable. There were no concomitant medical products used with the angio-seal. The user did not have difficulty inserting the locator into the hub. The user successfully inserted and locked the locator in the hub. There was audible click on mating. There was tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The number of times attempted to mate the locator and hub is unknown. The locator didn't separate after mating with the hub. The locator was not too loose and failed to stay in place. The separation didn't occur when device was in the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated and a kink was identified at the blood inlet hole. No other damage or issue with the device was identified. Functional testing was performed by connecting/disconnecting the components. The components were able to be connected properly and audible/tactile feedback was received when mating the two components. The complaint was able to be confirmed for a kinked hemostasis sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained due to off axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).